Event description:
A report was received that the patient was having difficulty charging the ipg because it was buried too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well after the procedure.